Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information was requested and the following was received: how much bleeding occurred, amount? Unknown did the patient require a blood transfusion? Unknown what is the patients current condition? Unknown attempts are are also being made to obtain the following additional information and the device: the event describes "pulsating arterial bleeding on staple row during sleeve gastrectomy." What stapling device was used to place that row of staples? Was the stapler an ethicon device? Please provided the product code of the stapler used and the reload code(s) used to place that staple line. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, there was pulsating arterial bleeding on staple row. "During the or, the clips were fired where the final configuration of the clip was with crossing clip ends, therefore making the clip unusable for extra hemostasis. Used extra clips as a second er420 was used to complete the case. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # t93d6l . Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components. In addition, 3 scissor clips were returned inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 14 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.